Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unknown. Manufacturer¿s reference number: (B)(4).

Event description:
A 225cc mentor memorygel breast implant was received by the mentor failure analysis lab on january 12, 2022 with no accompanying information. The device could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, the return of explanted devices is characteristic of a removal and replacement surgery. As a result, this will be conservatively reported to FDA.

Manufacturer narrative:
On february 10, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On february 10, 2022, mentor also became aware that field b1 "is adverse event" was mistakenly not selected under previous initial submission. The field has been correctly selected on this form. Manufacturer¿s reference number: (B)(4). B1 "is adverse event" was not selected under previous initial submission.

Manufacturer narrative:
On (B)(6) 2022, the mentor failure analysis lab received two devices were received for evaluation with no accompanying information. The device could not be associated with an existing complaint. On (B)(6) 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 225cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This supplemental medwatch report is for one of the two devices received. Manufacturer¿s reference number: (B)(4).